Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm but it was resolved by changing the reservoir. The customer's blood glucose was 77 mg/dl at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Performed pre-fill test and the reservoirs passed inspection. No occluded anomalies found during analysis. Also performed manual test to plungers, and they were able to connect/release properly.